Manufacturer narrative:
A ge oec svc rep investigated the issue and it was found a snapped roll pin connecting the motor to the l-rotation gear. The shear pin was replaced in the motor drive to repair the malfunction. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy sys, the l-rotation lock failed.